Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). Review of the most recent repair record determined the device failed the sample mesh test; the cutter was damaged. The cutter was replaced and resolved the reported issue. Lot identification is necessary for review of device history records, and lot identification was not provided. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery, the device had a damage cutter. There was no patient harm/injury or surgical delay as there was no patient involvement. After investigation not cutting properly problem was found. Due diligence is completed and there is no additional information available.